Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information for a pump reset and guided the customer through the process, after which the error did not reappear. The customer successfully started their sensor session. No additional information was received regarding the outcome of the event.